Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since a conclusive root cause was unable to be identified, the probable cause of the forceps cover glue peeling is due to external force applied to the pertinent part by strongly being rubbed or hit while it was transported, stored, used or cleaned. The instructions for use (IFU) states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was evaluated by olympus and it was determined the forceps cover glue was peeling, attributable to a shock, caused by dropping and knocking the endoscope to a hard surface or object (handling issue).

Event description:
A user facility returned an olympus, gf-uct180, evis exera ii ultrasound gastrovideoscope for repair due to a report of a "failed leak test" found during reprocessing. Upon service inspection of the returned device, it was noted that the forceps cover glue was peeling. There was no patient injury, associated with the problem, reported to olympus.